Event description:
It was reported that a user experienced intermittent communication failure between a dexcom g7 sensor and the ilet, resulting in signal loss to the ilet while the sensor itself continued functioning; readings reappeared on the ilet after a phone hard restart and system restart, consistent with a communication issue involving the antenna/electrical interface. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure, with involvement of the antenna/electrical and magnetic components. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.